Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on (B)(6) 2018. Records indicated that patient's left knee was revised to address aseptic loosening of the tibial base plate, at the cement to implant interface. Revising surgeon noted that the femur and patella were well-fixed and in good position; neither were revised. The tibial component, however, was grossly loose, lifting off of the cement mantle by hand, with no cement fixation on the tibia base plate. The cement mantle was well-fixed to the proximal tibia bone. Depuy bone cement was utilized for this knee during primary implantation. Doi: (B)(6) 2014; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 3 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional report related to implant loosening. Total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue: by product code: 4. By product family: 202 (49x smartset ghv, 133x smartset gmv). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.